Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer contacted their health care provider for their blood glucose. The customer stated that she have back up plan. The customer was treated with manual syringe. The customer was advised that the insulin pump will be replace due to damaged. The patient was advised to discontinue use of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.